Event description:
It was reported that the right atrial (ra) lead had high impedance and was suspect of a fracture. The lead was found to have high thresholds with no capture and noise was seen on the lead via electrocardiogram. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 638rl24 heart ring, implanted: (B)(6) 2009. (B)(4).